Event description:
Spring valve does not seal properly when nebulizer removed. Spring valve stick when giving mucomyst treatments, causing loss in ventilator volume.

Manufacturer narrative:
(B)(4). Sample was not available for evaluation. Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The customer indicated that the complaint devices were not available for return to carefusion. As a result, an evaluation could not be performed. A review of the device history record (DHR) was performed for this lot by the manufacturing site. There were no issues identified with the manufacturing process of this lot that would have contributed to the reported issue. The product is 100% leak tested at the factory prior to final release. A review of the complaint system was performed for this product over the last four years. There have been (B)(4) other reported complaints for a similar issue during this time period. The root causes of these reported complaints could not be determined as the complaint product was not returned for evaluation. During this same time period carefusion has sold (B)(4) units, which does not indicate a negative trend. The reported issue will continue to be trended and monitored by carefusion. Without the actual complaint samples it is difficult to determine the exact root cause. The two most likely causes would be the strength of the spring (spring rate) and/or damage to the plastic seal. Either of these issues would have been identified during the 100% leak testing and would have been rejected. The spring rate of 30 random springs from inventory was tested and all were found to be within specification. Other possible causes would be damage in transit, misuse by the end user, or damage during handling. The exact root cause could not be determined without the returned complaint product.